Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple low battery warnings and one replace battery alarm; however, no evidence of excessive battery usage or abnormal alarms was found. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump kept requiring the batteries to be replaced. This complaint is being reported because animas was unable to complete troubleshooting of the issue to determine if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.